Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the battery compartment was found to be cracked. Unrelated to the issue, the pump¿s cover was removed and there was an intermittent condition found to the continuous glucose monitoring module due to a cold solder connection on the transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack as well as a cold solder connection. This report is made based on results of investigation completed on (B)(6) 2016.